Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and returned device. The complete device was returned in the original tray. On the filter one of the secondary legs was damaged, probably when retracted through the check-flo valve. On the sheath a kink was noted close to the check-flo valve, but still the filter could be advanced without resistance. No kink/damage was noted on the introducer dilator. Cook medical will continue to monitor for similar events.

Event description:
"While attempting to insert the ivc filter into the delivery system, it became apparent that the filter was not going to advance any further. They ended up forcibly removing the filter from the sheath and the belief is that there is a kink somewhere in the delivery system within the sheath and the hub section near the hemostatic valve. They removed the system and completed the procedure using a new product." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.